Event description:
It was reported that the patient experienced a tenderness over the right flank of the ipg insertion point and the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.